Manufacturer narrative:
Additional information was added h6. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the y-site distal port. The device contained lactated ringers. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.